Event description:
It was reported that the bd nano¿ 2nd gen pen needle needle broke and it could not be atttached. The following was recieved by the initial reporter: verbatim: this report is about a broken needle. Product (320136) was used in a psychiatric ward. The product was not attached properly and when it was reattached, only the needle remained on the pen.

Manufacturer narrative:
H6: investigation summary one open and one sealed 32g x 4mm pen needle samples along with four photos were returned from lot. No. 2312886, cat. No. 320136. Visual examination was carried out on the returned samples and photos and no issues were observed. Functionality testing was also carried out on all samples and no issues were observed. Visual examination of the insulin pen was carried out and a broken piece of cannula was observed in the septum of the pen. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle needle broke and it could not be attached. The following was received by the initial reporter: verbatim: this report is about a broken needle. Product (320136) was used in a psychiatric ward. The product was not attached properly and when it was reattached, only the needle remained on the pen.